Manufacturer narrative:
While on the phone with dario's representative, it was determined that the user was using a cartridge of strips that was open for more than one month and was therefore expired. Dario's user guide states in the section precautions: "do not use a test strip expired 1 month from opening. Discard the cartridge 1 month after opening". In addtion, it was also determined that the cartridge of strips that the user was using had passed its expiration date. Dario's user guide states in the section factors that may lead to inaccurate results: "the test strip is expired." And in the test strip precautions section: "check the "use by" date on the test strip cartridge. Do not use the test strips after that date." A replacement of dario's strips and control solution was sent to the user to make sure that the dario strips are reading correctly and to ensure proper technique. After the above was received, multiple attempts to follow up with the user were made, however, no response has been received to date. The high bg readings may have been due to misuse of the strips. There is not enough information regarding the meter and old strips available to further investigate this case. Therefore, no resolution is available.

Event description:
On november 6th, 2023, the user contacted dario to report that the week prior, he received high blood glucose (bg) readings. The user reported high bg readings in the of 250 mg/dl to 270 mg/dl range from his dario meter when compared to a bg reading of 105 mg/dl from his non-dario meter.